Event description:
It was reported that a pump declared alarm 20 during a pumping session. Customer's blood glucose level was recorded at 196 mg/dl, indicating no adverse impact. Customer successfully loaded a new cartridge with assistance from cts and resumed insulin therapy.